Event description:
It was reported that the patient claimed he had a right brain battery change two to three years ago, suggesting a fairly high drain rate. This was being reported in relation to the patient¿s present battery depletion.

Manufacturer narrative:
Concomitant products: product ID 748240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # v014246, implanted: (B)(6) 2007, product type lead. (B)(4).